Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00090 thru 3003853072-2018-00093.

Event description:
It was reported that a screw was found to have fractured after the patient experienced a fall and was in pain. A revision surgery was performed to remove and replace the screw with an alternative screw. During the revision, three blockers were found to be loose. They were also removed and replaced with alternative blockers during the revision surgery. There were no patient impacts outside of the revision surgery. This is report three of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to have fractured after the patient experienced a fall and was in pain. A revision surgery was performed to remove and replace the screw with an alternative screw. During the revision, three blockers were found to be loose. They were also removed and replaced with alternative blockers during the revision surgery. There were no patient impacts outside of the revision surgery. This is report three of four for this event.